Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The insulin pump was not dropped or bumped. The customer did no recall any significant events leading to the alarm. The insulin pump was not exposed to a strong magnetic field or MRI. Nothing to replace or return.